Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 8054927; medical device expiration date: 2023-01-31;  device manufacture date: 2018-02-23. Medical device lot #: 8002665; medical device expiration date: 2018-01-02;  device manufacture date: 2015-07-20. Investigation results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the evaluation performed, bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 8002665 (p/n 302995): manufacturing dates: 01/17/2018 to 01/19/2018. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8002665 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 8054927 (p/n 302995): manufacturing dates: 02/27/2018. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8054927 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. CAPA not required as no defects were confirmed. Root cause: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported foreign matter was found in the fluid path of two 10ml bd syringes luer-lok¿ tips prior to use. There was no report of exposure, serious injury or medical intervention.